Event description:
Pt complained to the eye care practitioner (ecp) of irritation. The ecp reports the pt experienced a severe reaction to the lenses with corneal ulcers in the right eye. The pt reports they had worn the contact lenses for 3 days straight prior to the event. The pt has elected to discontinue contact lens wear. Follow up from the eye care practitioner (ecp) notes a few small superior ulcers with surrounding edema and spk and conjunctival hyperemia. The pt was prescribed tobradex.